Event description:
A 22g 1" port a catheter needle was inserted into port. There was a positive blood return and fluids started. Pt. Felt something dripping. Dripping was noted through top of port needle.